Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt felt a sharp tingling sensation in her feet. The physician replaced the pt's lead on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.